Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient reported required epinephrine to alleviate the symptoms and an invisalign product was being used.

Event description:
The patient reported symptoms of puffy lips, swollen face, numbness of the left side, and facial drop on the right side. The patient reported regularly taking probiotics and multivitamins prior to starting the treatment. The patient reported visiting the ER, due to the reported symptoms. The patient reported being prescribed epinephrine to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2021 and the patient is currently getting better.